Event description:
It was reported that the caller wanted a verbal review of reports technical services (ts) reviewed the reports and noted that there were low amplitudes on this right atrial (ra) lead. Ts provided a verbal review of reports and faxed the transmission. Ts noted that the lead measurements were within range, and there has been an atrial tachy response (atr) in progress for almost a month. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).